Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The power on/off passed. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a shortage on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Voltage verification check passed. The device history record did not reveal issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen issue during an unknown phase/cycle of pd. The patient pressed ok, stop, and touched the screen but the screen remained blank. The patient did mention that there was a burning wire smell coming from the liberty select cycler. The patient rebooted the cycler. The ok and stop keys lit up but the screen remained blank. Technical support replaced the cycler due to blank screen/burning smell/cant turn on the cycler and advised the patient to discontinue use of this cycler and to contact the pd registered nurse (rn) to inform of replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that the patient was able to complete treatment manually on the day of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.